Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported by a distributer that the patient experienced a detached sensor wire. Upon sensor pod removal, the sensor wire detached and was missing. It remained in the skin and the patient went to the hospital that day for an ultrasound. The wire was not located. The next day the patient returned to the hospital where a high frequency ultrasound located the wire. Doctors attempted to remove the wire with surgery however they were unable to remove it at a depth of 3.6 mm. The patient had no symptoms of the wire being embedded, and was discharged the same day in stable condition. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).